Manufacturer narrative:
The reported event was operation issue/¿ could not be fixed¿. A complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the helix to be retracted and was clogged with dried blood. X-ray examination found no anomalies to the helix and connector regions. After cleaning and applying torque directly to the connector pin, the helix was able to be extended and retracted. The full measured helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted due to operation issue. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.